Event description:
It was reported that an alert was triggered for rv pacing impedance. No oversensing was noted. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product performance information was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The rv pace impedance was 1083 ohms on (B)(6) 2014, and baseline was ~600 ohms. Concomitant products: ddbc3d1 ICD, (B)(6) 2013. (B)(4).